Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized on its distal tip, approximately 134.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the distal tip was ovalized. This damage may have occurred due to forceful gripping or pinching of the lantern during insertion into the parent catheter, and likely contributed to the inability to advance the coils during the procedure. The coils mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance ruby coils through the lantern, the physician encountered resistance and was unable to advance the coils. Therefore, the devices were removed. It was reported that the tip of the lantern had become ovalized. Thereafter, the procedure was completed using a new lantern and the same ruby coils. There was no report of an adverse effect to the patient.